Event description:
On the day of report, during a routine pump replacement, it was reported that upon attempting to aspirate the catheter, that there was no flow. The surgeon was not able to aspirate any fluid from the catheter. It was decided at that time to remove the old catheter and replace it with a new one. Patient had increased spasticity of the arms and legs. Patient¿s status at the time of report was ¿alive-no injury.¿ the pump system was delivering gablofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was doing great and receiving effective therapy. The date of the replacement was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).